Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a battery anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.